Event description:
The device was used during a laparoscopic hysterectomy. Reportedly, the instrument jammed and the cartridge disengaged. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.